Event description:
A diamondback 360 exchangeable orbital atherectomy device (oad) was used to treat a heavily calcified left external iliac artery. Two treatments were performed on low speed, two on medium speed, and one on high speed. The oad was then advanced to the common femoral artery, superficial femoral artery, and tibial artery. The physician elected to not exchange the 11cm guide sheath for a longer sheath. Three treatments were performed on low speed and one treatment on medium speed. During removal, the oad experienced difficulty passing the bifurcation. Glideassist was activated, however, the device turned off. Two further attempts were made to activate glideassist, however, the issue persisted. An attempt to advance the oad over the were was performed, however the crown appeared to be stuck to the later side of the right iliac artery and aorta junction due to suspected calcium. An unsuccessful treatment on low speed was attempted. The oad became stuck in the vessel. When changing guide wires, the viperwire advance guide wire was difficult to remove. Once removal was successful, a kink was observed. Another attempt to remove the oad was made, however, unsuccessful. The saline sheath and drive shaft were cut from the nose cone and a 6fr guide sheath was put over the drive shaft and through the sheath to the crown. The crown could not go through the 6fr guide sheath. A 8fr guide sheath was placed over the saline sheath and drive shaft component. The oad was successfully removed. Visual examination confirmed damage of the driveshaft. An angiogram was performed and there was a slight tinge that indicated a minor dissection may have occurred. As angiogram imaging was not taken during treatment, it was unable to be determined if a minor dissection occurred or if it was calcium. Balloon angioplasty and stent placement were performed to complete the procedure. The patient was stable.

Manufacturer narrative:
The oad was returned to csi with fractured driveshaft filars at the proximal edge of the crown. The driveshaft was not fully separated. Scanning electron microscopic analysis of the filars revealed evidence of fatigue. This is indicative that the driveshaft was spun in a high stress environment. Diagnostic analysis revealed stall events near the end of the procedure. The reported event of driveshaft damage and no power to handle were confirmed, however, the root cause could not be conclusively determined. Csi ID: (B)(4).